Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected alarms or motor error alarms noted during testing. The insulin pump passed pump self-test, error test, displacement test, rewind test and basic occlusion test. The motor was tested outside of the insulin pump and passed. No unexpected drive support cap anomalies noted; drive support cap was normal. The drive support disk was inspected and no anomaly was noted. The insulin pump was unable to prime during prime test due to slight moisture damage on force sensor noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and missing end cap sticker. The insulin pump had moisture on motor housing noted; no corrosion on motor home switch.